Event description:
It was reported that during a coronary drug eluting stenting treatment procedure lesion crossing difficulties occurred and stent damage was noticed. The target lesion was the left anteror descending (lad) artery which was predilated with a 2.5 x9mm maverick balloon. The taxus express2 3.0 x 8mm drug eluting stent was unable to corss the lesion. It was felt that the strust on the stent were defective. The procedure was successfully completed with another 3.0 x 12 mm taxus exprexx2 stent. There were no reported patient complications.